Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cardiac troponin results. The customer replaced all probes and bleached drains. A siemens headquarters support center (hsc) specialist reviewed the escalation data. The precision was within specifications. The calibrations and quality controls (qc) were within limits. The issue for both samples is consistent with a sample handling issue/ sample integrity issue from fibrin or other type of incomplete clotting. The cause of the discordant cardiac troponin results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant cardiac troponin results were obtained on two patient samples on a dimension exl with lm instrument. The same samples were repeated on the same instrument, resulting lower. A sequential sample drawn for patient with initial sample ID (B)(6), was tested on the same dimension exl with lm instrument, resulting lower. The customer reported the result of 0.086 to the physician(s), and did not issue a corrected report with the lower results obtained. There are no reports of patient intervention or adverse health consequences due to the discordant cardiac troponin results.